Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced no delivery alarms and lost sensor alerts from the insulin pump, but did not wish to troubleshoot with the helpline. The customer's blood glucose value was unknown. No further information was provided.